Event description:
Event: (cc# 98-01193) the iab leaked during insertion. The iab was removed and a second iab was inserted into the patient. (Multiple event to customer complaint number 98-01192, 98-01194) the following was reported to datascope on 10/13/98: there was no patient injury or complication as a result of the event. [Event complications]: none from the event - reported 9/24/98 and 10/13/98. [Patient's current status]: unk - rpt'd 9/24/98.